Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. The intuitive surgical, inc. (Isi) field service engineer (fse) followed up with the customer who confirmed that after removing the drape, it was observed that there was a broken part and which could have caused the issue. No site visit was conducted. The system was working properly and no additional action was required as the issue was resolved. The probable root cause is attributed to improper customer setup. Based on information received from the customer from fse notes, the system issue was due to a defective drape.

Event description:
It was reported that during a da vinci-assisted right hemicolectomy surgical procedure, the site contacted the intuitive surgical, inc. (Isi) technical support engineer (tse) to report issues they experienced with universal surgical manipulator (usm) 3. It was difficult to manipulate and made the opposite movements than what the surgeon did. The site had these problems already several times during this case and with two different instruments on the same usm. The tse reviewed the log and noted that they were working with two surgeon side consoles (ssc). The tse asked to make sure all instruments were given to one ssc and taken by the other. The customer said that was the case, and the problem did occur on both sscs. The tse asked if the affected instrument(s) could be tested on another usm. The customer indicated that because of the ongoing procedure it was difficult to do so. They were using a third instrument on usm 3 and that was working fine, but there was a delay sometimes. The procedure was completing as planned with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the issue occurred with the surgeon¿s head inside the ssc's high resolution stereo viewer while the surgeon was attempting to manipulate instruments from the ssc. There were no external collisions. The issue was intermittent. The issue occurred when tissue dissection was being performed with both instruments. The issue seemed to be random although only occurring on usm 3. The affected instruments were working fine on the other usms. It was confirmed that there was no injury to the patient.